Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to a cup's loosening. Osteolysis was found around the acetabulum and the proximal end of the stem. Black substances were also found in the interlocking part of the taper.

Manufacturer narrative:
The complaint states the type of this complaint is revision due to a cup¿s loosening. Primary surgery for oa had taken place on (B)(6) 2010. Recently revision took place because the surgeon found a cup had been loosened. The surgeon replaced the cup, the stem and the head with a cement cup and an acetabular reconstruction plate, other stem, and a delta head respectively. Osteolysis was found around the acetabulum and the proximal end of the stem. Black substances were also found in the interlocking part of the taper. The surgeon has requested the investigation of these substances and surface roughness of the products. The surgeon suspected the cup loosening had been caused by armd due to mom or the design/coating of the cup. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Addendum added 28-january-16. Conclusion and justification status: following receipt of products and a 3rd party investigation report the complaint was re-opened and transferred to applied research for further investigation. Following investigation by bioengineering, notification was received that: it was unlikely that a manufacturing defect was present, no corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.